Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of physical damage or abnormalities. Pressure integrity testing was performed at 3 l/min. With 23 psig of back pressure for 10 minutes. During the test a leak was observed from the mandrel-to-heat exchanger bond and the side seam bond of the heat exchanger. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on analysis and investigation, the leak was confirmed to originate from the mandrel-to-heat exchanger bond as well as the heat exchanger side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure test results prior to distribution. (B)(4).

Event description:
Medtronic received information indicating that during prime a leak was observed from the mandrel-to-heat exchanger joint in this affinity nt hollow fiber oxygenator. The device was replaced prior to going on bypass with a device from a different manufacturer. There was no patient involvement in the event. The oxygenator was returned to medtronic for analysis.